Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is being filed as the clip became caught on the anterior medial leaflet and a perforation occurred. It was reported this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 4+. The patient presented with leaflet tethering and no coaptation at the a1a3/p1p3 leaflet segments at about 4mm. One mitraclip was implanted without issues at the a2/p2. A jet remained at the a2/p2 lateral side so a second mitraclip was attempted. During grasping with this second clip, the anterior medial leaflet (aml) was gripped between the gripper and shaft of the clip delivery system (cds). As troubleshooting, the grippers were raised and lowered repeatedly, however the clip was unable to free from the aml. The clip was inverted and gripper lever lowered. The steerable guide catheter (sgc) was intentionally moved anteriorly and posteriorly in an attempt to free the clip. The clip was freed from the aml and implanted at the intended area of the a2/p2. Post deployment, a perforation was observed on the aml side of the second clip. Reportedly, the leaflets were thin at the perforated area. As treatment, a third mitraclip was implanted without reported issues, stabilizing the second clip. Residual mr remained from the tear portion, however, the mr was reduced to grade 2. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no lot-specific quality issue from this lot. It should be noted that the reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficultly removing the clip delivery system (cds) from the patient anatomy appears to be due to patient pathology/morphology (tethered leaflets, a1a3/p1p3 coaptation at 4mm, thick leaflets at the grasping area). Additionally, the reported tissue damage (perforation) appears to be combination of patient pathology/morphology (thin leaflets) and procedural conditions of difficulty removing the clip from the anterior mitral leaflet (aml). There is no indication of a product quality issue with respect to manufacture, design or labeling.